Event description:
A piece of the sleeve disengaged from the instrument, fell into abdominal cavity, and was retrieved from the cavity without incident. Procedure: lap tubal patient status: no patient injury reported.